Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners cutting into their gums above their two front teeth and cut into their left rear 2nd molar.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.